Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the infusion sets are not sticking. Caller stated she discovered the infusion set when she went to the restroom and found the site had fallen out. Infusion set has been discarded. No adverse event reported. No product will be returned.